Manufacturer narrative:
A patient controller displaying an error message " MRI not advised, there may be a problem with the implanted leads" while attempting to set ipg to MRI mode was reported to abbott. Repositioning of the patient to set ipg to MRI mode was attempted. Lead diagnostic showed high impedance. The lead was explanted and replaced with a paddle lead. Effective therapy was restored. Issue resolved. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the ipg was unable to be set to MRI mode. Programmer displayed error message ¿MRI is not advised, there may be a problem with the implanted leads.¿ repositioning was attempted to no avail. It was noted that patient did report a fall/trauma. Lead diagnostics showed that the right lead had high impedances. Surgical intervention was undertaken wherein the leads were explanted and replaced with a paddle lead. Effective therapy was restored, and issue was resolved.

Manufacturer narrative:
Section b3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000110438. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.